Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of damage was observed with the cartridge? None. Did the device deliver any staples? No. If yes, was the staple line complete? Were the staples formed properly? Did the device deliver a cut line? No if yes, was the cut line complete? Will the cartridges or stapler be returned for analysis? No. What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? No information available. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No information available. During which stroke did the event occur? No information available. Was buttressing material utilized? If so, which product? No information available was the instrument fired across or near an existing staple line or clip? No information available. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information available. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of damage was observed with the cartridge? Did the device deliver any staples? If yes, was the staple line complete? Were the staples formed properly? Did the device deliver a cut line? If yes, was the cut line complete? Will the cartridges or stapler be returned for analysis? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that during an unknown procedure, there was difficulty using the charger into the clip because blocking it. The same problem occurred with two other chargers (another lot). Another like device was used to complete the procedure. There were no adverse consequences for the patient.